Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specifications. No unexpected low battery alarms were noted during testing. Device passed displacement test and self test, off no power test and all operating currents test

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 212 mg/dl at the time of the incident. The customer was assisted with troubleshooting and customer reports display was blank currently. The customer stated that the contact on the battery cap was not damaged. The device will be returned for the analysis.